Event description:
"Screw fell out of it during case," was the reported reason for repair. On f/u conversation with the hospital, rptr said that during the procedure they noticed a screw laying in the field - not in the pt. They looked around and determined that it belongs to midas attachment. No pt injury occurred. Case was completed with no problems.